Event description:
New information notes that when the asymptomatic patient presented in-clinic for a follow-up, a second instance of post-paced t-wave oversensing was observed. Further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the hospital after receiving a notifier for non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made.